Manufacturer narrative:
Evaluation summary: the analysis results found that the ace14s device was returned in good condition. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. A batch record review was performed and no anomalies were found during the manufacturing process. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a thyroidectomy procedure, the hand activation button started working intermittently. Used the foot pedal to complete the procedure. There was no patient consequence.